Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed an absence of solvent between the bag and port tube. A leak test under water was performed and revealed a leak between the bag and port tube. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the lower seal of a 3l empty bag. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.